Manufacturer narrative:
This device is not sold in the us, but a similar device is. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. This is not a device malfunction issue, but an issue of usage by the user. If the disinfectant is not changed for a long period of time, the effect of the disinfectant cannot be guaranteed and there is a possibility that sufficient disinfection of the device being reprocessed will not be possible. The user had not checked the concentration of the disinfectant as required per the instructions for use for the device 3.9 confirmation of disinfectant concentration. However, no health hazards have been reported for this event. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the e99 error message was observed for the device. This error message is received when either 15 days or more have passed since the disinfectant was prepared, or if the disinfectant was used 46 times or more. The device had not been used at the facility for some time as the device was not required to be used. Per the log of the device, the disinfectant had not been changed for 15 days. The acecide disinfectant concentration was not checked prior to running the device. There is no reported harm to any patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Since the device is used infrequently, the user changes the disinfectant every time the device is used. No device was reprocessed with an expired disinfectant because e99 error message was received prior to the reprocessing.